Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the automated impella controller (aic) had a controller error (yellow alarm). There was a banner stating to switch to a back up controller. The aic was replaced. This issue was discovered during preparation. No harm has been reported.

Manufacturer narrative:
The investigation for the console (aic) controller alarm has been completed. Data logs were returned finding that during the bootup, the log recorded the communication error ¿imc-kbd error: 0xa4 0x01 0x00. After bootup, the console immediately displayed ¿controller error (loss of comm with keypad or between the kbd and i2c for kbd hw revision 1) - alarm¿, event #24. This confirms the reported failure mode. The console was returned for evaluation. Upon power cycling the console 200 times, it was unable to reproduce the reported failure mode - controller error. The root cause for the intermittent keyboard communication issue could not be determined due to the inability to reproduce. On further investigating for data streaming intermittently turning on and off and by going through the rlm logs it was evident that the root cause of this the data streaming was intermittently turning on and off was a corrupted microsd card in the impella connect module/rlm.